Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they felt no stimulation. They further stated that they felt a ¿big shock and it stopped¿ and had no stimulation since. The issue was noted as a sudden onset. The patient was unable to turn the therapy on with the programmer and noted that the ins battery had died. The patient was to follow up with their healthcare professional (hcp) but currently did not have one requested physician listings from the manufacturer. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.